Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened after deployment. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. The mitraclip delivery catheter (cds) was advanced, and the clip was placed on the medial side of a2/p2. However, after clip deployment, the clip slightly opened, approximately 40 degrees. A second clip was placed on the medial side to stabilize and further reduce mr to less than 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked (cowl) could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.